Event description:
The customer complained that when the intellidrive handles are pulled to go in reverse, the intellidrive actually goes forward. When pushing the handles to go forward, the intellidrive will go in reverse.

Manufacturer narrative:
The technician replaced the junction intellidrive board, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.